Manufacturer narrative:
Subsequent to the reported event, a getinge field service engineer (fse) was dispatched to perform preventative maintenance (pm) on the unit. The unit was returned to the customer for clinical use. A follow-up call was made to the facility¿s biomed department to obtain the status of the unit. The biomed advised that the facility has 2 cs300s and both are currently in clinical use. He was not able to provide the serial or possible repair info on the unit. However, the biomed did confirm that pms were performed on the unit after the reported maintenance code required #3 event. No further information was provided.

Event description:
The registered nurse (rn) in the ICU called in to report that while she was taking care of a patient on a cs300 intra-aortic balloon pump (iabp), it started to alarm ¿maintenance code #3¿. However, the iabp continued to pump and the patient was being supported at the time of the rn's call. It was also reported that there were no other alarms/issues until this alarm appeared. The company representative explained to the rn that when the iabp displays a maintenance code we recommend that the pump be switched out and biomed/service be notified. The rn stated that they were a small facility and thought that they only had one additional back up pump in house so she was hesitant to take the one in use out of service without consulting with her in-house supervisor. She wanted to get specific details on this maintenance code and if it was feasible to keep the patient on it, and the company representative explained to her that she would need to speak with one of our service representatives who are the experts on this and would be able to explain to her in more detail the reason for the maintenance code and also discuss rental options if required by the customer. There was no death, injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per (B)(4) since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp and a supplemental report will be sent if this information is provided to us.

Event description:
The registered nurse (rn) in the ICU called in to report that while she was taking care of a patient on a cs300 intra-aortic balloon pump (iabp), it started to alarm ¿maintenance code #3¿. However, the iabp continued to pump and the patient was being supported at the time of the rn's call. It was also reported that there were no other alarms/issues until this alarm appeared. The company representative explained to the rn that when the iabp displays a maintenance code we recommend that the pump be switched out and biomed/service be notified. The rn stated that they were a small facility and thought that they only had one additional back up pump in house so she was hesitant to take the one in use out of service without consulting with her in-house supervisor. She wanted to get specific details on this maintenance code and if it was feasible to keep the patient on it, and the company representative explained to her that she would need to speak with one of our service representatives who are the experts on this and would be able to explain to her in more detail the reason for the maintenance code and also discuss rental options if required by the customer. There was no death, injury or adverse event reported.